Event description:
It was reported that this patient with this actively implanted cardiac resynchronization therapy pacemaker (crt-p) experienced phrenic nerve stimulation. Following interrogation, this crt-p was found to have reverted to a safety mode status. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this actively implanted cardiac resynchronization therapy pacemaker (crt-p) experienced phrenic nerve stimulation. Following interrogation, this crt-p was found to have reverted to a safety mode status. This device was subsequently explanted and expected to be returned for analysis. No additional adverse patient effects were reported.